Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: turbid delivery liquid. Dried bloody deposits / tissue residues on the valve. Distal catheter not correctly connected/positioned. Deposits in the outlet of distal catheter. Permeability test: the test showed that the progav 2.0 is non-permeable. Computer control test: not applicable, because the determined blockage. Adjustability test: the progav 2.0 was found to be not adjustable to specifications. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve was finally opened with a special tool. After dismantling of the valve, deposits were found in progav 2.0. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test was already carried out after the revision at the hospital. Based on our investigation results, we determined a blockage and non-adjustability of the valve. Detected deposits were the cause of the blockage and non- adjustability. Existing organic material in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav 2.0 shuntsystem (#81202020) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 24 years, 6 months. Height: 170 centimeters (cm). Weight: 86 kilograms (kg). Gender: male.